Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was not known. The customer stated that insulin was squirting out during the manual prime process continued to drip after the motor stopped during the manual prime process. She was unable to exit the prime preparation loop on the insulin pump. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap was sticking out. The customer did not recall pressing the cap while connected. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test due to the protruded/loose drive support disk. The device had minor scratched lcd window, cracked display window corner, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label.